Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. Visual evaluation of the returned sample noted one opened (without original packaging), used neonatal gel pad. Visual inspection of the sample noted no obvious visible defects and the hydrogel on the pad was intact. The neonatal pad was tested using a test method. A total of 4.39 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 31%, inlet pressure was -7.1psi. A low flow alert was registered during the test; however external flow meter flow rate values met specifications. According the test method, the flow rate was found to be acceptable for the returned pad. (Acceptable range > 2.4 l/min. M2). No root cause could be found because the reported event was unconfirmed. The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review is not required. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal arctic gel pad sucked in air during the therapy which caused the arctic sun device to alarm. There was no obvious damage observed on the arctic gel pad. The customer changed the gel pad to a new one and then the device ran well.

Event description:
It was reported that the neonatal arctic gel pad sucked in air during the therapy which caused the arctic sun device to alarm. There was no obvious damage observed on the arctic gel pad. The customer changed the gel pad to a new one and then the device ran well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.